Manufacturer narrative:
The complainant intended to complain about the vga port not the rga port. The incorrect console was reported for this complaint, as the correct console with a vga port issue was ic8532 as captured in manufacturer device report number 1220648-2025-27593. There was no malfunction on ic4074. The console did not need to be returned for investigation. Thus, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a console with damage. The rga port was loose and not connecting. There was no reported patient involvement.